Event description:
The perfusionist reported that after delivering cardioplegia and selecting pulsatile flow on the arterial pump, the arterial pump stopped and displayed an error code 000004. The pump was power cycled but did not re-start. The perfusionist changed out the pump and the case continued without further incident.

Manufacturer narrative:
The manufacturing date will be forwarded when provided. Sorin group (B)(4) manufactures the s3 system. The pump is a component of the system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped during the case. The perfusionist changed out the pump and the case continued without incident. The investigation is on-going. A follow-up report will be filed when the investigation is complete. There was no report of pt injury. However, the report stated that the incident was likely to cause serious injury or death. In addition, the facility filed a report with the country's competent authority. This medwatch report is filed as a result of this action.